Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while pacing an 86-year-old male patient; after removing the electrode pads, burns were found on the patient. Complainant indicated that the patient experienced skin damage and ulceration.

Manufacturer narrative:
No electrodes, device logs, or photos of the patient's skin were returned for evaluation. The reported lot number provided does not exist; however, based on the details, the electrodes may have originated from lot 3124, which showed no discrepancies upon review. The customer reported the stat-padz were applied to an 86-year-old patient for 8.5 hours, with 7-7.5 hours pacing therapy. Extended use beyond the IFU recommendation of 8 hours pacing/24 hours contact increases the potential for skin damage, particularly in elderly patients with fragile skin. Without samples or device logs, the cause cannot be confirmed. The claim is closed as no sample returned.